Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5060735) in united states on 12-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2008. Consumer had essure implanted at hospital facility. She was also advised by her physician that she should have an ablation at the same time. She had both completed and continued on with her life with a constant and progressive worsening of symptoms. During the time she had the essure implants, she experienced abdominal pain, heavy bleeding, bloating, rashes and hives, migraines, depression, irritable bowels and finally found she had very large fibroids that interrupted her daily life with pain, frequency of urination, bloating, difficulty with sex/intercourse. She requested testing to see if she had diabetes, tested thyroid, wondered if she had an autoimmune disorder and could not figure out what was causing her issues. She had a davinci hysterectomy on (B)(6)-2016 after finding that her uterus was enlarged to four times the normal size and she had multiple large fibroids. After the procedure, her pathology report found exophytic and uterine fibroids of various sizes and counting of 8 total fibroids. The report also indicated that only one of her essure coils was found at the left fallopian tube, the coil that was placed on the right side was not present and had migrated elsewhere. She then contacted her physician and had abdominal x-ray imaging and was told the coil was most likely within her uterus when she had everything removed. Concomitant medications reported: atenolol, fluoxetine. Serious injury was mentioned as event report type, and hospitalization, disability/ permanent damage, required intervention, other serious (important medical event) were mentioned as event outcome, but not specified and/or assigned to one of the events. Legal claim received on 04-may-2016: this follow up information was received from a lawyer in the united states, on behalf of this plaintiff of unspecified age in united states. The plaintiff was implanted for permanent sterilization with essure and subsequently had the device removed due to complications. Quality-safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and found that she had large fibroids, multiple large fibroids, exophytic and uterine fibroids of various sizes. She underwent a hysterectomy approximately 8 years after essure insertion. Essure inserts were removed due to complications. Only medical device removal is listed in the reference safety information for essure. Leiomyomas of the uterus (uterine fibroids) are benign tumors that arise from the overgrowth of smooth muscle and connective tissue in the uterus. Given the pathophysiology of this event, and considering the local effect of essure in the fallopian tubes, a causal relationship between the reported event and suspect insert was assessed as unrelated. Although the exact reason for essure removal was not specified, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. In this case, it was also reported that an endometrial ablation was performed at the same time as the essure insertion. According to the field safety notice distributed on march 2, 2016 in (B)(6), endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Since a legal claim was received, further information will be obtained through litigation process.

Manufacturer narrative:
E was initially received via regulatory authority (us food & drug administration, reference number: mw (B)(4)) on 12-apr-2016. The most recent information was received on 06-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("possible perforation of fallopian tube with stray intraabdominal coil"), device dislocation ("device location of device: unknown (missing coil),/ehy they didn't see the essure coil on the one side"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine leiomyoma ("large fibroids, multiple large fibroids, exophytic and uterine fibroids of various sizes") in a 47-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "had an ablation at the same time". The patient's past medical history included asthma, pneumonia, pregnancy and premature baby. Concurrent conditions included uterine bleeding, blood pressure high since 2006, neck pain since 2006 and asthma. Concomitant products included atenolol and fluoxetine. On (B)(6) 2008, the patient had essure inserted. On (B)(6) -2016, 7 years 3 months after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine leiomyoma (seriousness criteria hospitalization, disability and medically significant) with genital haemorrhage, uterine enlargement, abdominal pain, abdominal distension, pollakiuria and dyspareunia, complication associated with device ("device complications"), device expulsion ("coil on right side migrated elsewhere and was most likely within her uterus"), rash ("rashes"), urticaria ("hives"), migraine ("migraine"), depression ("depression"), irritable bowel syndrome ("irritable bowels"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), back pain ("lower back pain"), pollakiuria ("urinary frequency") and dizziness ("dizzy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, uterine leiomyoma, complication associated with device, device expulsion, rash, urticaria, migraine, depression, irritable bowel syndrome, bladder disorder, urinary tract disorder, allergy to metals, vaginal discharge, back pain, pollakiuria and dizziness outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and nausea had resolved. The reporter considered allergy to metals, back pain, bladder disorder, complication associated with device, depression, device dislocation, device expulsion, dizziness, dysmenorrhoea, fallopian tube perforation, fatigue, irritable bowel syndrome, menorrhagia, migraine, nausea, pollakiuria, rash, urinary tract disorder, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: she wanted an essure sterilization and hydrothermal ablation. There were some filmy pieces of endometrium in front of each ostia, and these were removed with biopsy forceps. The essure device was then placed on the right side with one coil showing and placed on the left side with 2 coils showing. The patient tolerated this well. Removal details: the fallopian tubes were removed by desiccating and dividing the broad ligament just beneath the tube. The ovaries were normal and were left in situ. The round ligaments were then desiccated and divided, and a bladder flap was created. The uterine artery vasculature was then identified, cauterized and divided down to the level of the cervix. Some additional bites of tissue were taken lateral to the cervix. Diagnostic results: date not reported - abdominal x-ray - it was told the coil was most likely within her uterus when she had everything removed x-ray was normal. They did not see any retained foreign objects. Concerning the injuries reported in this case, the following one/ones were reported via medical record:fallopian tube perforation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs received. Reporter's information was updated. Events added: dizzy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device location of device: unknown (missing coil),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine leiomyoma ("large fibroids, multiple large fibroids, exophytic and uterine fibroids of various sizes") in an adult female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had an ablation at the same time" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included asthma, pneumonia, pregnancy and premature baby. Concurrent conditions included uterine bleeding. Concomitant products included atenolol and fluoxetine. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, vaginal haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criteria hospitalization, disability and medically significant) with genital haemorrhage, uterine enlargement, abdominal pain, abdominal distension, pollakiuria and dyspareunia, complication associated with device ("device complications"), device expulsion ("coil on right side migrated elsewhere and was most likely within her uterus"), rash ("rashes"), urticaria ("hives"), migraine ("migraine"), depression ("depression"), irritable bowel syndrome ("irritable bowels"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), back pain ("lower back pain") and pollakiuria ("urinary frequency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine leiomyoma, complication associated with device, device expulsion, rash, urticaria, migraine, depression, irritable bowel syndrome, bladder disorder, urinary tract disorder, allergy to metals, vaginal discharge, back pain and pollakiuria outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and nausea had resolved. The reporter considered allergy to metals, back pain, bladder disorder, complication associated with device, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, migraine, nausea, pollakiuria, rash, urinary tract disorder, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: she wanted an essure sterilization and hydrothermal ablation. There were some filmy pieces of endometrium in front of each ostia, and these were removed with biopsy forceps. The essure device was then placed on the right side with one coil showing and placed on the left side with 2 coils showing. The patient tolerated this well. Removal details: the fallopian tubes were removed by desiccating and dividing the broad ligament just beneath the tube. The ovaries were normal and were left in situ. The round ligaments were then desiccated and divided, and a bladder flap was created. The uterine artery vasculature was then identified, cauterized and divided down to the level of the cervix. Some additional bites of tissue were taken lateral to the cervix. Diagnostic results: date not reported - abdominal x-ray - it was told the coil was most likely within her uterus when she had everything removed. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received: reporter information, new event urinary frequency, patient did not underwent essure confirmation test and event outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food & drug administration, reference number: mw5060735) on 12-apr-2016. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device location of device: unknown (missing coil),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine leiomyoma ("large fibroids, multiple large fibroids, exophytic and uterine fibroids of various sizes") in an adult female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "had an ablation at the same time". Concomitant products included atenolol and fluoxetine. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, vaginal haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criteria hospitalization, disability and medically significant) with genital haemorrhage, uterine enlargement, abdominal pain, abdominal distension, pollakiuria and dyspareunia, complication associated with device ("device complications"), device expulsion ("coil on right side migrated elsewhere and was most likely within her uterus"), rash ("rashes"), urticaria ("hives"), migraine ("migraine"), depression ("depression"), irritable bowel syndrome ("irritable bowels"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, uterine leiomyoma, complication associated with device, device expulsion, rash, urticaria, migraine, depression, irritable bowel syndrome, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, fatigue, vaginal discharge, nausea and back pain outcome was unknown. The reporter considered allergy to metals, back pain, bladder disorder, complication associated with device, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, migraine, nausea, rash, urinary tract disorder, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: date not reported - abdominal x-ray - it was told the coil was most likely within her uterus when she had everything removed most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, lot number received,events medical device removal was replaced with event:-device dislocation, vaginal haemorrhage, menorrhagia,bladder disorder, urinary tract disorder, allergy to metal, dysmenorrhoea, pelvic pain, fatigue, vaginal discharge, nausea, abdominal pain lower,back pain. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food & drug administration, reference number: (B)(4)) on (B)(6)2016. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("possible perforation of fallopian tube with stray intraabdominal coil"), device dislocation ("device location of device: unknown (missing coil),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine leiomyoma ("large fibroids, multiple large fibroids, exophytic and uterine fibroids of various sizes") in an adult female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "had an ablation at the same time". The patient's past medical history included asthma, pneumonia, pregnancy and premature baby. Concurrent conditions included uterine bleeding. Concomitant products included atenolol and fluoxetine. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, vaginal haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criteria hospitalization, disability and medically significant) with genital haemorrhage, uterine enlargement, abdominal pain, abdominal distension, pollakiuria and dyspareunia, complication associated with device ("device complications"), device expulsion ("coil on right side migrated elsewhere and was most likely within her uterus"), rash ("rashes"), urticaria ("hives"), migraine ("migraine"), depression ("depression"), irritable bowel syndrome ("irritable bowels"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), back pain ("lower back pain") and pollakiuria ("urinary frequency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery. Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device dislocation, uterine leiomyoma, complication associated with device, device expulsion, rash, urticaria, migraine, depression, irritable bowel syndrome, bladder disorder, urinary tract disorder, allergy to metals, vaginal discharge, back pain and pollakiuria outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and nausea had resolved. The reporter considered allergy to metals, back pain, bladder disorder, complication associated with device, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, irritable bowel syndrome, menorrhagia, migraine, nausea, pollakiuria, rash, urinary tract disorder, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: she wanted an essure sterilization and hydrothermal ablation. There were some filmy pieces of endometrium in front of each ostia, and these were removed with biopsy forceps. The essure device was then placed on the right side with one coil showing and placed on the left side with 2 coils showing. The patient tolerated this well. Removal details: the fallopian tubes were removed by desiccating and dividing the broad ligament just beneath the tube. The ovaries were normal and were left in situ. The round ligaments were then desiccated and divided, and a bladder flap was created. The uterine artery vasculature was then identified, cauterized and divided down to the level of the cervix. Some additional bites of tissue were taken lateral to the cervix. Diagnostic results: date not reported - abdominal x-ray - it was told the coil was most likely within her uterus when she had everything removed concerning the injuries reported in this case, the following one/ones were reported via medical record:fallopian tube perforation most recent follow-up information incorporated above includes: on (B)(6)2018: medical record received: event fallopian tube perforation added. Reporters added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("possible perforation of fallopian tube with stray intraabdominal coil"), device dislocation ("device location of device: unknown (missing coil),/ehy they didn't see the essure coil on the one side"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and uterine leiomyoma ("large fibroids, multiple large fibroids, exophytic and uterine fibroids of various sizes") in an adult female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and medical device monitoring error "had an ablation at the same time". The patient's past medical history included asthma, pneumonia, pregnancy and premature baby. Concurrent conditions included uterine bleeding. Concomitant products included atenolol and fluoxetine. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, vaginal haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criteria hospitalization, disability and medically significant) with genital haemorrhage, uterine enlargement, abdominal pain, abdominal distension, pollakiuria and dyspareunia, complication associated with device ("device complications"), device expulsion ("coil on right side migrated elsewhere and was most likely within her uterus"), rash ("rashes"), urticaria ("hives"), migraine ("migraine"), depression ("depression"), irritable bowel syndrome ("irritable bowels"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), back pain ("lower back pain") and pollakiuria ("urinary frequency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, uterine leiomyoma, complication associated with device, device expulsion, rash, urticaria, migraine, depression, irritable bowel syndrome, bladder disorder, urinary tract disorder, allergy to metals, vaginal discharge, back pain and pollakiuria outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and nausea had resolved. The reporter considered allergy to metals, back pain, bladder disorder, complication associated with device, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, irritable bowel syndrome, menorrhagia, migraine, nausea, pollakiuria, rash, urinary tract disorder, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: she wanted an essure sterilization and hydrothermal ablation. There were some filmy pieces of endometrium in front of each ostia, and these were removed with biopsy forceps. The essure device was then placed on the right side with one coil showing and placed on the left side with 2 coils showing. The patient tolerated this well. Removal details: the fallopian tubes were removed by desiccating and dividing the broad ligament just beneath the tube. The ovaries were normal and were left in situ. The round ligaments were then desiccated and divided, and a bladder flap was created. The uterine artery vasculature was then identified, cauterized and divided down to the level of the cervix. Some additional bites of tissue were taken lateral to the cervix. Diagnostic results: date not reported - abdominal x-ray - it was told the coil was most likely within her uterus when she had everything removed x-ray was normal. They did not see any retained foreign objects. Concerning the injuries reported in this case, the following one/ones were reported via medical record:fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4).